Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to noise being oversensed on the right ventricular (rv) lead. In addition, the pacing impedance measurements on the rv lead were above 2,000 ohms. A revision was performed and the rv lead was disconnected from the ICD and tested on the pacing system analyzer (psa); all lead measurements including the pacing impedance were in normal range. The physician connected the rv lead back to the ICD and both out of range measurements and noise were observed. The ICD was explanted and replaced. The rv lead was then connected to the new device and again, noise and out of range measurements were observed. The is-1 portion of the rv lead was capped and a new pace/sense lead was implanted. When the pace/sense lead was connected to the old ICD, out of range measurements and noise were observed. When connected to the new device, no anomalies were noted. A header issue was expected on the explanted ICD. The rv lead remained implanted for defibrillation purposes only and the explanted ICD will be returned for laboratory analysis. No additional adverse patient effects were reported. This device is included in the subpectoral implant advisory population.